Event description:
Customer reported via phone, the numbers on the insulin pump were scrolling. She removed the battery in attempt to fix the anomaly and the device alarmed battery out limit. Customer didn't have the device at the time so she called back. Customer's blood glucose was 207 mg/dl. Customer stated the buttons were getting stuck and numbers kept scrolling. Customer stated her body heat as it was extremely hot and the device was in her bra. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The battery was inserted multiple times and all operating currents are within the specification, no unexpected low battery, failed battery test, battery out of limit or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.